Manufacturer narrative:
The missing lot number was requested from the initial reporter who confirmed this information is unavailable. The following sections were changed: (clicked on "required intervention to prevent permanent impairment/damage"); (changed date of report to 12/03/19); (changed description of dental implant); (changed catalog number, deleted the lot number and the expiry date, changed the UDI number), (deleted the approximate age of device) and (new information was provided on this date).

Event description:
The clinician reported that on the day of attempted placement of the dental implant in ada site 20 in the patient's mouth, the implant did not achieve primary stability in type iii bone. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Event description:
The clinician reported that on the day of attempted placement of the dental implant in ada site 20 in the patient's mouth, the implant did not achieve primary stability in type iii bone. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.